Event description:
A customer reported to beckman coulter that the coulter lh 750 hematology analyzer leaked diluent from the shear valve 85. The customer found approximately 1ml dry diluent on the counter. The customer was wearing a lab coat, eyeglasses, and gloves at the time of the occurrence. There was no report of injury or exposure to open wounds or mucous membranes, and the customer did not seek medical attention. There is an exposure control plan in place at the facility. There was no impact to patient results or treatment. A beckman coulter field service engineer (fse) inspected the instrument and found a leak under shear valve due to a tube that was disconnected from second shear valve. The fse trimmed and reseated tubing to repair the leak. The fse also ran calibration, replaced scatter mask and scatter pre-amp as auxiliary service. The fse verified service activity performed per established procedures and the results met published performance specifications.

Manufacturer narrative:
(B)(4).